Manufacturer narrative:
At this time information received does not suggest that an MDR reportable event occurred. Npb has attempted to retrieve further information with no customer response. Nbp will continue to investigate event and will update file when new information becomes available. Unit is expected to be returned for evaluation. A follow-up report will be submitted when the device evaluation is complete.

Event description:
Nellcor puritan bennett received information which suggests that a ks330 unit smoked and smelled of smoke while in use on a patient. No patient harm resulted from the event.